Manufacturer narrative:
The subject device was not returned to the manufacturer; therefore, this complaint is unconfirmed and could not be replicated at customer quality. Part number 292.622 (1.1mm threaded guide wire 150mm) exists in multiple technique guides including 3.0mm cannulated screws technique guide and the 2.0mm lcp distal ulna plate technique guide. The threaded tip guide wire is used to reduce small bone fractures and provide precise cannulated screw placement. The drawing for part number 292.622, k-wire d1.1 w/ thread tip w/trocar*l150 was reviewed during this evaluation. The reviewed drawing defines the dimensional and material specifications for this instrument. The guidewire 1.1mm outer diameter is driven by the need to place a cannulated screw with inside diameter 1.5mm over the guidewire for precise screw placement. The guide-wire is made from 316l stainless steel which is an appropriate material for an instrument of this type. The design is adequate for its intended use when used and maintained as directed. Because the device was not returned for evaluation, a definitive root cause cannot be determined. It is most likely that hard bone or contact with the drill or screw contributed to the guidewire breaking in this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant part has been discarded and is no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat a right radial head fracture. During the procedure, a 1.1mm threaded guide wire broke. The threaded tip reportedly became stuck as it was being backed out. It was then that the tip snapped off. Further reports indicate that an intra-operative c-arm image identified the presence of a fragment, which was successfully retrieved. The procedure was completed with no reported delay. This report is 1 of 1 for (B)(4).